Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply line of the homechoice cassette and the solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of four. The patient was connected at the time of the alarm. The patient stated that the supply bag had disconnected and leaked during set up. The patient had reconnected it and began therapy. The technical service representative (tsr) had the patient close the clamps and cycle power on the homechoice to clear the alarm. The tsr assisted with removing the set up. The patient discarded the set up and stated they would start therapy over with new supplies. Product surveillance (ps) contacted the patient regarding the reported event. The patient stated there had not been anything unusual about the supplies during set up; all connections were easy to make and seemed secure. The patient stated they have a dog that was in the room that evening, however the patient stated they did not believe the homechoice had been exposed to any excessive force or had been compromised by the dog. The patient stated they were unsure how the disconnection had occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.